Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, to provide the completed investigation results and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. The inspection of the returned sample found the device to be of normal product; therefore, it is not a reportable event.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name : unknown . E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: june 2023. The actual sample has not yet been received by ashitaka factory. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Regarding the involved product code, the manufacturing record and shipping inspection record of the june-2023 manufacturing lot (36k) was reviewed, and no anomaly that could lead to the reported event was confirmed. A search of the complaint file found no other similar report on the involved product code/lot number from other facilities. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during pre-procedural inspection of the single use guidewire, it was noticed that the coating had peeled. There was no harm to the patient's health. The procedure outcome was not reported.